Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was further reported that the right ventricular (rv) lead repeatedly dislodged after attempting several fixation sites. The lead was attempted but not used. A replacement lead was used instead. No further patient complications have been reported as a result of this event.